Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed power up test fails, code 6. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11 corrected fields: d5, e2, e3, g2 additional contact information: (B)(6), a getinge field service engineer (fse) stated customer reports touchscreen calibration error. Recalibrated touchscreen. A full calibration and functional check had been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use.

Event description:
N/a